Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer indicated that the main pyxis device and both attached auxiliary units became completely nonfunctional. A technician attempted troubleshooting by performing a hard reset and connecting the unit to a different power outlet; however, the issue persisted. The technician observed a single-clicking sound when the unit was plugged in, though it was not continuous as had been noted in previous power supply failures. There was no response from the display, and no additional sounds were detected following these troubleshooting efforts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. A field service engineer replaced drawer controller board on drawer 4.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.